Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a coolseal reveal on (B)(6) 2026, the physician reported that the patient received a hemithyroidectomy and post procedure the patient presented with bleeding. Sutures and clips were reported as used to manage hemostasis on each vessel and the patient had taken xarelto following the operation. No other information available.